Manufacturer narrative:
The device history record was reviewed and met all material specifications with no deviation identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a medial column revision surgical procedure on (B)(6) 2017 that utilized paragon 28 gorilla hx10 driver. Two drivers was reported to have snapped while implanting some 4.2mm tuffneck screws into a rescue plate. It was reported that the doctor continued to torque the screw after it was locked into the plate. The second driver broke during insertion of the last screw. This report is 2 of 2 of this incident.